Event description:
Egd scope gave error code scope communication err (b30) when connected to processor. Gif-hq190, sn (B)(4). This appeared at the start of the case. Completed with different scope without issue. FDA safety report ID # (B)(4).